Event description:
Reportedly, interrogation issue were reported with the subject programmer. Additionally, plastic parts were missing.

Event description:
Reportedly, interrogation issue were reported with the subject programmer. Additionally, plastic parts were missing.

Manufacturer narrative:
During the expertise, the reported issue was reproduced during an interrogation test: a freeze of the programmer occurred. A failure of the etx board was observed (overconsumption) which most probably led to the observed programmer freeze. The overconsumption of the etx board additionally led to the depletion of the internal battery. No issue was observed after the etx board was replaced.